Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to fire upon dry firing. It was further reported moments later the device activated by itself. There was no patient contact.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the physical device was not returned for evaluation. Two photos were provided and reviewed. First photo referred to the maxcore device with packaging not opened. Second photo referred to back side of the device package which shows label. Therefore, based on the photo review, the reported failure to fire and self activation could not be confirmed on the findings no conclusion can be made. However, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. The definitive root cause for the alleged failure to fire and self activation could not be determined based upon the available information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 05/2023). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photos were provided for review. The investigation of the reported event is currently underway. (Expiry date: 05/2023).

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to fire upon dry firing. It was further reported moments later the device activated by itself. There was no patient contact.